Event description:
This report was submitted directly by the patient on the web form. The following information were reported post hip replacement surgery: "6 weeks of intense upper and lower leg bruising and swelling followed by an intense rash after a total hip replacement on the (B)(6) 2015 - has left me with intense internal body heat with external skin rash throughout my body. Replacement devices were as follows - exeter v40 cemented hip stem; stryker v40 femoral head; trident hemispherical acetabular shell; trident x3 10 degree polyethylene insert. 3 months post op - my hip works beautifully and pain free with full movement. However after 8 hours of activity my body and head over-heat and rashes occur everywhere - in different locations each day. Can this possibly be due to a nickel or other metal allergy as 50 years ago I did experience a nasty nickel rash on my back and shoulders - when as a student I worked in the nickel mines in sudbury, ontario. "

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown v40 femoral head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.